Manufacturer narrative:
As we don't have any information about screw used in operation, its raw material and its manufacturing batch, it is impossible to make conclusions about this case.

Event description:
Two years ago, patient's broken ankle was treated using bionx syndesmosis screw. After surgery patient has had problems with her ankle. Initial reaction was strange; the screw kind of "erode" tibial hole. After that everything seemed to be fine, since "infection" developed to the area. Abscess have been opened from the area, but nothing ever grown from secretion. Hole in the bone has been drilled open twice and wounds are revised repeatable.